Event description:
Baxter sales representative called on the customers behalf on february 25, 2010 to relay a report received on (B)(6) 2010 from the customer that stated the customer was having an issue with the clearlink valve becoming disconnected three times last week. This incident occurred with the clearlink catheter extension set, product (B)(4), with an unknown lot number. This incident occurred at unknown time. There was no patient injury or medical intervention associated with this report. The baxter representative has informed the customer numerous times to tighten the valve and make sure it is properly connected. Samples are not available. No additional information was provided.

Manufacturer narrative:
The sample is not available for evaluation. If any additional information becomes available, a follow up medwatch will be submitted. (B)(4).